Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was sedated and her skin was breaking down under the lifevest. Due to the skin irritation and sedation, the patient's nursing staff removed the lifevest from the patient. Multiple attempts to follow up on the condition of the skin irritation was unsuccessful. The final medical outcome of the irritation is unknown.